Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Add'l info will be submitted within 30 days upon receipt.

Event description:
The report received indicated that the pt had a myocardial infarction and a thrombotic event six months after receiving two cypher stents in a staged procedure. The pt had a history of previous percutaneous coronary intervention, hypertension, hyperlipidemia, peripheral vascular disease, cerebrovascular disease and chronic pulmonary disease. Pt was also on aspirin, ace inhibitors and beta-blockers. Indication for the procedure was acute anterior wall non-st elevation myocardial infarction (nstemi) equal to or greater than six hours but less than 12 hrs and resting ECG changes. Pre and post procedure cardiac enzymes were elevated. A 2.5 x 33mm cypher stent was implanted at 16 atms in the proximal to mid left anterior descending coronary artery described as 2.5 x 30mm long, restonic after implantation of an unk bare metal stent, concentric with bifurcation, classified as type b1 with 99% stenosis. Residual stenosis was 0% after the procedure, post dilatation was not conducted and no procedural complications were reported. The pt was discharged on aspirin, clopidogrel, statins, ace inhibitors and beta-blockers. Two months later, the pt returned for the staged procedure to stent the distal right coronary artery. It was aplanned staged procedure at the index procedure for contrast load concerns. Vessel/lesion characteristics and procedure info were not provided, but a 3.0 x 13mm cypher stent was implanted with optimal results. At the one-month follow up phone call interview the pt remained asymptomatic. However, three months later coronary angiogram revealed an in-stent thrombosis of the 3.0 x 13mm cypher stent with 99% stenosis and a q-wave inferior wall myocardial infarction. The stent thrombosis was treated by balloon angioplasty and was resolved without sequel.